Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified, for reported issues of ¿error e101¿, ¿error e103¿, and ¿warm and not cold light appears¿. The subject device was not returned from the facility. The reproduction was unknown. The faulty lamp was confirmed, but the cause was not described. Additional inspection findings found: the fan is very dirty. Dust inside the device. The instruction manual identifies, the following related verbiage. Which could have prevented the phenomenon: ¿avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum¿. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iiii xenon light source had errors "e101" and "e103" and the fan was very dirty. The problem, as reported to olympus, occurred during a procedure and at the end of the procedure. The procedure was completed successfully with the subject device. There was no patient injury, associated with the problem, reported to olympus. This report is being submitted for the "e101" and "e103" error code.